Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported v60 will not power on. The unit was in clinical use, but there was no patient harm.

Manufacturer narrative:
G4:10feb2021, b4:23feb2021, h11:g5:k102985. H10: the customer confirmed there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:03mar2021. B4:18mar2021. H11: the customer confirmed the reported issue. The customer replaced the power management board to resolve the issue. The unit was tested, and it was returned to service. After further investigation of this complaint, the ventilator not powering issue was found during testing. The events happening during testing prior to its use would always be detected before use on a patient. There was no death, or serious deterioration in health occurred. Based on this information, this is not reportable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.